Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device feeds low and stops.¿ the unit was triaged and the customer¿s reported condition was confirmed. A sensor was replaced to fix this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device feeds low and stops. There was no patient harm.